Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two 20g insyte autoguard bc pro units without the unit packaging to verify the material # and batch #. No damage was discovered from a visual inspection of the provided units. Each IV catheter was received attached to the needle. A functional test was completed to test the retraction of the needle. Per the instructions for use (IFU), the catheter hub was held while the barrel was rotated 360-degrees to loosen the catheter tubing from the needle. A microscopic examination of the needle hub revealed no excess adhesive that would prevent needle retraction. The catheter hub was re-seated and the safety mechanism was activated by pressing the white button to retract the needle. Both needles fully retracted within the safety shield. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: complaint category: fail to function / defective details of complaint (reported issue): is not retracting complaint noticed: during / after use patient injury: no.